Event description:
It was reported the patient was getting an electrical sensation down her arm even though the system was off. A manufacturer representative confirmed the patient¿s implantable neurostimulator (ins) was off and she changed the amplitudes to 0 volts and the patient still had the electrical sensations which were also described as a shocking feeling. The patient felt the electrical sensations in the same place she would normally feel stimulation of the stimulator was turned one. It was noted the ins was replaced last year and at that time the patient was getting good stimulation and did not have this electrical sensation. When the clinical programmer was hooked up there were high impedances noted on electrodes 1-3. Because they were able to reprogram around contacts 1-3 and get good stimulation they did not replace the leads or extensions at the time. It was noted the patient had not been evaluated by a healthcare provider yet. Additional information received six days later reported the patient was pursuing answers from further testing of her pain.

Manufacturer narrative:
Concomitant medical products: product ID: 377845, lot# v012124, implanted: (B)(6) 2007, product type: lead. Product ID: 377845, lot# v012124, implanted: (B)(6) 2007, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).